Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was intended to be implanted during a procedure performed on (B)(6) 2024. During the procedure, deployment of the first flange of the stent was attempted; however, it did not deploy within the cyst due to the presence of necrotic contents. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: following an update to the axios risk documentation, this event is being reported as part of the efforts associated with boston scientific's nonconforming events and prevention investigation, (B)(4). Investigation results: based on the available information, boston scientific could not confirm the reported event of stent failure to deploy. The device was not returned as it was disposed of at customer site; therefore, a technical analysis could not be performed. Taking all available information into consideration the investigation concluded that there is not enough evidence to determine if the reported event of stent failure to deploy was due to the physician's device manipulation during the procedure, or whether it was related to a device malfunction. The investigation findings did not lead to a definitive conclusion regarding the cause of the reported events. Device history record: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the complaint device was not returned for evaluation as it was disposed of at customer site; therefore, a technical analysis could not be performed. Risk review: a risk review was completed and confirmed that the reported events of stent failure to deploy was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.